Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported motor not running error was evidenced in the event history log (ehl). The alarm was also reproduced during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. The worm coupling, stepper motor, lead screw and clutch halves were replaced to fix the issue.

Event description:
It was reported that the medfusion pump produced a motor not running alarm. No patient injury or complications were reported in relation to this event.